Event description:
Customer claims that during set-up there's zipper damage to all of the side and end panels. When the slider is passed through the teeth they do not align. There was no patient contact or incident reported.

Manufacturer narrative:
(B)(4) (zipper teeth do not align). Results: evaluation for the returned canopy shows that the panel sides a and b window zipper slider bodies are open. There is other damage to the canopy that is not pertinent to this claim. (B)(4).